Event description:
It was reported that the patient was doing yard work and accidentally cut their modular cable. The device alarmed with the red heart alarm. They went to the hospital where the patient developed stroke-like symptoms; hemiparesis and aphasia. They were transferred to neurosurgery department and had a thrombus removed. The patient recovered and their symptoms declined.

Manufacturer narrative:
The device serial number has been requested, but not yet provided. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6 investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: a pump stop event was confirmed via the extracted log file data. A direct correlation between the reported embolic/ischemic stroke and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively determined through this evaluation. The extracted controller event log file contained relevant data spanning from (B)(6) 2022 at 10:57:27 to (B)(6) 2022 at 09:42:28, per the timestamp. On (B)(6) 2022 at 11:03:07, lvad_off and controller_internal_fault alarms were active along with ocp_b_open and ocp_a_open faults. At 11:03:17, the pump speed dropped to 0 rotations per minute and a loss_of_lvad_comm alarm was active. The system controller was powered off at 13:07:40. There were no other notable alarms active in the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use, rev. G, contains important warnings pertaining to pump stops, as well as the following information: section 1 lists stroke as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding recommended anticoagulation therapy and international normalized ratio range. Section 7 addresses how to properly interpret and troubleshoot all system alarms, including red heart and controller fault alarms. Section 8 addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas patient handbook, rev. G, contains important warnings pertaining to pump stops, as well as the following information: section 5 addresses how to properly interpret and troubleshoot all system alarms, including red heart and controller fault alarms. Section 6 addresses how to properly care for, maintain, and store the equipment for proper use. This document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No additional information was provided. The manufacturer is closing the file on this event.